Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The balloon was tightly folded with contrast in the balloon and lumen. The balloon, markerbands, proximal bond and tip were microscopically examined. There were numerous hypotube kinks. The wire lumen inside the balloon was flattened. Functional testing using an inflation device to inflate the balloon to the rated burst pressure revealed no burst. Microscopic examination of the balloon presented no irregularities in the balloon material, markerband and proximal bond that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a calcified coronary artery. A 1.50mm x 15mm emerge¿ balloon catheter was advanced for dilatation. However, after the third inflation at a duration of 8 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a calcified coronary artery. A 1.50mm x 15mm emerge¿ balloon catheter was advanced for dilatation. However, after the third inflation at a duration of 8 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.